Manufacturer narrative:
B5 - "the patient experienced significant reduction of iridocorneal angles and subjective feeling of eye pressure without high iop (12 mmhg)." Should be added to the initial MDR. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. Claim # (B)(4).

Manufacturer narrative:
B5 - lens was exchanged with a shorter length lens on (B)(6) 2023 and problem was resolved. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Health effect- clinical code (B)(4): permanent feeling of pressure. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -4.5/1.0/132(sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The patient experienced excessive vault, permanent feeling of pressure and dry eye. It was reported that the problem resolved and lens will stay in the eye. The reporter also stated that the patient will get pilocarpine drops and punctum plugs. If additional information is received a supplemental medwatch report will be submitted.